Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; approximately 50% remained in the device after 46 hours of infusion. This was observed during patient infusion. The device was filled with 5-fluorouracil 45.2 ml and normal saline 184.8 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 20, 2021 - september 21, 2021. H10: the actual device was received for evaluation. The sample was returned to the plant containing 134 ml of fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.